Manufacturer narrative:
Height: 65 inches. Based on the available information, this event is deemed to be a reportable malfunction. A previous investigation is applicable to this complaint. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional information has been received. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on april 28, 2017 (B)(4).

Event description:
End user states that she has skin irritation that is itching and burning immediately adjacent to the stoma extending out approximately 1" circumferentially. She is unsure if wafer is the cause or not as her caregiver was sometimes cutting the opening rather than molding it.